Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he tried to reset the insulin pump and he received a compromised force sensor system alarm. Customer stated that insulin continued to squirt when he was refilling the insulin. Customer's blood glucose was 226 mg/dl at the time of the incident. Customer stated that the pump fell yesterday but the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the insulin pump will need to be replaced. Customer declined to send the pump back.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor also, unable to confirm a33 alarm due to motor error alarm noted. The insulin pump passed displacement test, self-test and a21 error test. No moisture damage was noted on the electronics assembly. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window, minor scratches on the display window noted and missing the end cap sticker.